Manufacturer narrative:
Updated data: b2. B5. H1. H6. Additional codes: annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that six months and three days post-implant, it was noted that the patient did not show up for appointment. Subsequently, the team called the patient¿s home and the patient¿s family confirmed that the patient had died during hospitalization and treatment for heart failure at another hospital. The cause of death was cardiac related. There was no evidence to suggest that the valve or its function contributed to the patient's death. Per the physician, the valve and the valve implant procedure were not contributing factors to the patient's death.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, calcification was protruding into the non-coronary cusp (ncc) and left coronary cusp (lcc). Left ventricular outflow tract (lvot) narrowing and cross-linking calcification in the right coronary cusp (rcc) and ncc was observed. The delivery catheter system (dcs) was moved to a depth of 4 millimeter¿s (mm). There was no intention to advance deeper due to the risk of right bundle branch block (rbbb). An expansion defect in the lvot was observed. Pacing was administered at 140 beats per minute (bpm). Due to the expansion defect in the lvot, pushing up on the dcs was performed. The pushing tension was weak, so the valve was deployed slowly. Subsequently, the valve dislodged. The valve ((B)(4)) was restrained with a snare. A second valve ((B)(4) ) was implanted in the patient. The patient¿s hemodynamics remained intact. At the end of the procedure, the patient was awake and moved their limbs. 9 days following the procedure, during the night, 4 seconds of sinus arrest was observed, followed by 6 seconds of sinus arrest. Subsequently, the patient exhibited temporary loss of consciousness. 13 days following the procedure, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 18 mm balloon. 9 days following the valve implant, the sinus arrest that occurred was sick sinus syndrome. The patient's activity of daily living decreased and the patient underwent rehabilitation.